Manufacturer narrative:
The evaluation of the device by olympus (B)(4) co., ltd. Confirmed the following; the device turned off automatically after running test about 2 hours. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
This device suddenly shut down and didn't display endoscopic image 15 to 30 minutes after a procedure started. The device was being used with cv-190 and clv-190. The user tried to resolve the problem by changing the endoscope to another one, but it didn't work. The problem was solved after the device was rebooted. The procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed that 5 years and 4 months had passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by video processing board or power supply board failure due to aging. If additional information becomes available, this report will be supplemented.